Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating that the cause was unknown and this information was confirmed with the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was having an ins replacement on the left side. The right side was interrogated and high impedance of 2720 was found on contact 3. This was not included in his therapy. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostics/troubleshooting performed included both ins systems checked in pre-op. An impedance of 2720 was found on contact 3 on the right side. This was not affecting therapy. This was found on the non-operative side. This was found on (B)(6) 2019. No interventions/actions were made due to it being the non-operative side. The issue is not yet resolved. The patient and physician was notified of the high impedance. On the bipolar side contact 3, 1 was at 4,330. No further complications were reported or anticipated with this event.